Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during the elective replacement of normally functioning advisory device. Externalized conductors were noted on the rv lead. An image was not available for documentation. The lead was capped and replaced. The procedure was completed successfully without adverse consequences to the patient. The generator will be returned for analysis.

Manufacturer narrative:
A partial lead with the distal tip measuring 41.5 cm was returned for analysis. External insulation abrasion was noted at 32.8-33.5 cm from the distal tip consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 9.0-9.7 cm, 9.4-10.3 cm, 12.6-16.4 cm, and 14.2-15.5 cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 37.5-38.9 cm from the distal tip consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 7.6-8.8 cm and 8.5-10.2 cm from the distal tip. The etfe coating was abraded at these locations.